Event description:
It was reported that following the implantation of a retroarc sling the patient developed de novo moderate stress urinary incontinence. Leakage occurred with position changes. Another anti-incontinence sling was implanted and the event is considered continuing as of (B)(6) 2015. No further patient complications have been reported in relation to this event.